Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis of the catheter identified a hole/tear caused by the metal pin of the of the pump connector poking through; abrasions were seen on the catheter body, and a breach was found at the end of the pin connector barb of one of the segments. Result code and conclusion code no longer apply.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (800 mcg/ml) at 50.8 mcg/day and bupivacaine (10 mg/ml) at 0.635 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was confirmed by a dye study that the catheter was occluded. In (B)(6) of 2016 the patient had a fusion, which was unrelated to the pump therapy. After that the patient felt that the therapy was not working as well. This change in therapy/symptoms was considered sudden. The physician felt that since or during the fusion the catheter got compromised. The physician did a dye study on an unknown date and felt that it seemed blocked, so it was revised. Part of the spinal portion of the catheter was replaced with a new segment. The cause of the occluded catheter was never determined. As of (B)(6) 2016 the patient was receiving effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.